Event description:
It was reported that there was a damage found in the sterile distilled water insertion part of the foley catheter. As per the information mentioned in the internal bd comments on 16nov2023, stated that they were checking for damaged parts. As per the information mentioned in the internal bd comments on 22nov2023, stated that they confirmed that the valve was disconnected. They cut the inlet tube and discard the bag. Per follow-up information received from ibc on 24nov2023, clarified that the valve was disconnected as per mail received from the ibc representative on 24nov2023, stated that the event was damage to parts and spontaneous removal. There was damage to the part where distilled water for fixation was inserted. Urine flowed out for about 30 minutes after insertion of the catheter, but when they confirmed that there was no flow after that, they found that the catheter had been removed spontaneously. The distilled water was leaking from the catheters' inflation valve. This was found during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a damage found in the sterile distilled water insertion part of the foley catheter. As per the information mentioned in the internal bd comments on 16nov2023, stated that they were checking for damaged parts. As per the information mentioned in the internal bd comments on 22nov2023, stated that they confirmed that the valve was disconnected. They cut the inlet tube and discard the bag. Per follow-up information received from ibc on 24nov2023, clarified that the valve was disconnected. As per mail received from the ibc representative on 24nov2023, stated that the event was damage to parts and spontaneous removal. There was damage to the part where distilled water for fixation was inserted. Urine flowed out for about 30 minutes after insertion of the catheter, but when they confirmed that there was no flow after that, they found that the catheter had been removed spontaneously. The distilled water was leaking from the catheters' inflation valve. This was found during use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.